Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown, item# uknown unknown head lot# unknown. Report source: literature: gaillard, melissa d., and thomas p. Gross. ¿metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis.¿ journal of orthopaedic surgery and research, vol. 12, no. 1, feb. 2017, doi:10.1186/s13018-017-0579-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that patient underwent revision approximately 3 years post implantation due to failure of acetabular ingrowth/loosening .attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.